Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The issue was resolved by replacing the monitor of the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the staff monitor of the navigation system was intermittently losing display functionality. It was noted that the display was similar to a "flickering" sensation. There was no patient present when this issue was identified. No additional information was provided.